Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use on the patient, the catheter broke off easily from the luer hub with no additional force applied. As a result, the catheter was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the luer hub broke during use was confirmed. Returned was a 3-lumen catheter marked 7fr x 20cm on the hub. The distal (brown) luer hub was separated from the extension line. Microscopic examination of luer hub and the end of the extension line revealed the tubing had been torn off approximately 1mm inside the luer hub. A device history record review performed and did not reveal any manufacturing related issues. Based on the appearance of the tubing and the report that the event occurred during use, operational context caused or contributed to this complaint. No further action will be taken.